Event description:
The reporter stated that the surgeon was inserting a +21.5 diopter collamer lens using the msi-tm injector and the plunger tore the haptic off. The surgeon removed the lens with no pt injury and put in another model lens.

Manufacturer narrative:
The product pertaining to this complaint was not returned, however, the lens and cartridge were returned and a visual inspection shows a portion of the lens optic is torn off and a haptic is torn into the optic and is missing. There is clear surgical residue on the lens. The cartridge has no visible damage. There is clear surgical residue on the cartridge.